Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Event description:
It was reported that insulin "exploded" from the cartridge after filling it. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.